Event description:
It was reported that the device reached elective replacement indicator early as patient requires "high" left ventricular output. The patient was also noted to have had "shocks" which were believed to be due to pacing stimulation as opposed to defibrillation energy. The device, right ventricular, and left ventricular leads were all implanted after the use by date. The device was explanted and replaced. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 7299 implantable defibrillator (B)(6) 2009; 6949 implantable tachy lead (B)(6) 2006. (B)(4).